Event description:
Device 2 of 3. Ref MFR report numbers: 1627487-2014-23068 and 1627487-2014-23070. It was reported the pt experienced ineffective stimulation. The pt's original pain pattern is in his back and legs. However, the pt has never had effective stimulation coverage in his legs. As a result, he underwent surgical intervention on (B)(6) 2014 and had a trail procedure performed to cover his original pain pattern areas.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.